Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient switched from his primary freedom driver to his backup freedom driver because his primary freedom driver was overheating and exhibited a temperature alarm. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver was overheating and exhibited a temperature alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The reported issue of the driver overheating could not be reproduced or confirmed. The driver met all test acceptance criteria. Additionally, the driver functioned as intended through a 48-hour extended observation run and did not overheat or alarm. There was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the patient switched from his primary freedom driver to his backup freedom driver because his primary freedom driver was overheating and exhibited a temperature alarm. There was no reported adverse patient impact.